Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve ((B)(6)) into a heavily calcified aorta, a pre-dilation was performed with a 20 millimeter (mm) balloon. It was attempted to deploy the valve however the valve was constrained at 80% deployment. The valve was recaptured and an infold was noted. The valve was removed from the patient. A pre-balloon aortic valvuloplasty (bav) was performed again with a 24 mm balloon. A new valve ((B)(6)) was loaded onto a new delivery catheter system (dcs) and implanted successfully. The valve was constrained and a post-implant bav was performed with a 24 mm balloon. Per the physician, calcification may have contributed to the infold. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Continuation of d10: product ID evproplus-29us product lot/serial number (B)(6). Implant date (B)(6) 2022. Product ID d-evprop2329us product lot/serial number (B)(6). Implant date na explant date na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.